Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was broken or torn or missing. Additional information has been received that there was no patient contact. The surgery was completed same day.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (reportable malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the event occurred before surgery when the lens was picked up to load.